Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no therapy data stored due to the electrogram storage limit on the device. The device was also at elective replacement indicator (eri) and explanted and replaced for that reason. No patient complications have been reported as a result of this event.